Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. 92 yom, high risk. Presented with calcified femoral access vessels and very tortuous aorta. He had shockwave 2 weeks prior and was back for tavr. First time was attempting t/f in a patient with recent shockwave and very tortous aorta. First esheath had 2 x short dilators that are only used in prep and no pre-dilator. I had the nurses mark the box and put it aside, however when the case had complications, the staff through away some of the boxes. Very difficult to get wire and catheters past mid-descending aorta. Switched to confida for valve delivery and kept lunderquist in pigtail. Delivered to transverse aorta and got stuck for some time. Finally passed transverse aorta but lost wire access. Prepped second valve and delivery system and converted to left carotid access. Lost wire position while delivering through esheath. Removed valve and commander but valve had been pulled on to the balloon and could not be maneuvered back onto commander shaft. Delivered esheath #3 and attempted to delivery valve 2 and commander 2. They lost wire access and valve/commander was removed. I attempted to re-prep valve/commander but valve had slid over the commander balloon and could not be re-positioned. Third valve was prepped and delivered successfully via left carotid. Prepped valve/commander #3 and successfully delivered via left carotid. Per additional information provided by the fcs, the patient expired 1 day post tavr procedure due to retroperitoneal bleed from access site. There have been no complaints about valve performance or failure.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The event of difficulty navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035" guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035" guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilatation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate patient factors (calcification and tortuosity) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.